Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
It was reported the valve was not adjustable. The reporter indicated that a 3 year 6 month post-operative valve is not adjustable and required explantation. Patient information and additional information was not provided.

Manufacturer narrative:
Investigation. Visual inspection: scratches on the outer housing of the valves were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the specified tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve was adjustable to all settings; however, the brake function did not operate as expected. Finally, we have dismantled the valves. Inside the progav valve, we have found slight build-up of substances (likely protein). Based on our investigation, we confirm that the progav 2.0 valve was malfunction at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.